Event description:
It was reported that the patient presented for a generator change procedure due to elective replacement indicator (eri). Prior to the procedure, upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.